Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, modular sleeve, stem, stem spout slot, 20mm screw and 25mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 liner, r3 shell, stem, stem spout slot and 25mm screw. Similar complaints have been identified for the hemi head, modular sleeve and 20mm screw. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although metal ion levels were reported to be elevated of up to 7.7 ng/ml and 5.0 ng/ml respectively, and the intraoperative findings of adverse tissue reaction, alval are consistent with findings associated with metal debris, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. The patient impact beyond the hip pain and revision cannot be determined. However metal ion levels taken approximately one year post-revision show the chromium level decreased to chromium 3.4 g/l and the cobalt level was undetectable. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Pain, loosening, metallosis and necrosis reported.